Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear when using the device. Re-implantation is being considered.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. A re-implantation is considered, but it has not yet been scheduled.

Event description:
The patient is not able to hear when using the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device was reportedly explanted, but has not been received yet.

Event description:
The patient is not able to hear when using the device. The recipient has been re-implanted but the device has not been received for investigation.

Manufacturer narrative:
Device investigation revealed a damaged to the lead wire of the conductive link caused by an inadequate technique/fixation of the surgeon was determined to be the root cause of device failure. This is a final report.

Event description:
The patient was not able to hear when using the device. The recipient has been re-implanted and is satisfied with the new device.